Event description:
It was reported that the generator on the 9900 system is arcing. It was noted that there was a "pop" noise during use of fluoro. Another system was used to finish the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage tank and generator driver pcb. The system was tested and found to be working as intended and placed back into service.